Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try different wall outlets and adapters, but these attempts were unsuccessful. Consequently, technical support decided to replace the pump, and the customer was advised to use multiple daily injections as a backup insulin therapy. Customer was informed on how to proceed with returning the defective pump.